Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance had been steadily rising and that the thresholds had increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.